Manufacturer narrative:
Retainer = black. Customer returned the device for an alleged frozen display, unresponsive keypad, and an unidentified device error found on (B)(6) 2021. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08685 inches. Successfully downloaded the trace/history files using thus. All buttons are responding properly. The device was monitored and no frozen display noted. A review of the downloaded history files reveals that there were two (2) pump error 43 alarms ((B)(6) 2021 at 14:30 and 14:40) and two (2) stuck key alarms ((B)(6) 2021 at 02:43 and 02:53) triggered. The device passed the keypad voltage test. The device was cut open to perform a visual inspection. Moisture damage was found on pcba 1, keypad flex tail, the motor, and force sensor. Pump error 43 alarm, stuck key alarm, and frozen display are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Unresponsive keypad, frozen display, and unspecified alarm are confirmed. No device alarms noted during testing however, pump error 43 and stuck key alarms were found in the history files on (B)(6) 2021 and moisture damage was found on the keypad flex tail and motor/force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and customer was not able to clear alarm because down arrow button was not responding. Customer states the insulin pump had a frozen display. Customer changed the battery but frozen display did not recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.